Event description:
A hospital in (B)(6) reported via our distributor that the connector of an rt134 adult breathing circuit was "not properly mfg." This was found before use on a pt.

Manufacturer narrative:
(B)(4). Method: the complaint device was assessed through visual inspection. Results: the complaint device was found to have two cap sealing connectors inserted into the elbow connector of the inspiratory limb instead of one. A lot check revealed no other complaints of this type for this lot number. Conclusion: the root cause of the fault is operator error during the assembly process. On the elbow connector insertion table, a lever is operated to push the cap sealing connector into the elbow connector. It is likely that operator error has resulted in the additional cap sealing connector being inserted. There are standard operating procedures in place to assist operators on the production line to correctly assemble breathing circuits. (B)(4).